Manufacturer narrative:
The radiographs provided confirm the reported event, that the construct was not assembled. The rod (p/n 520629, lot 055877) located on the cranial left side was observed under fluoroscopy as being disassociated from the coupler. The root cause was that the construct exceeded the polyaxial limit. The explanted devices were not returned to allow for further evaluation. DHR review - no material non-conformance's, no manufacturing errors, nor discrepancies with respect to material type, treatments, dimensions that may have caused or contributed to the event. Parts met acceptance criteria upon release.

Event description:
Patient hospitalized for removal and replacement of disassembled rod and coupler.